Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the composition and definitive root cause of the foreign material could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. Insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. Confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. The customer does not know when the foreign material adhered to the scope. The customer reported that the foreign material was a clip. An evaluation of the returned device confirmed the customer allegation ¿suspected clogging¿. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover was chipped. Scratches were found throughout the device. Forceps channel port was shaved. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The company representative on behalf of the customer reported suspected clogging of the evis lucera elite colonovideoscope. The issue was found during reprocessing ahead of a therapeutic procedure for hemostasis. The device was returned and an evaluation at the repair center revealed clogging of the forceps channel with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.